Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was having high flows and power. The patient stated she was not feeling any different and the change in increased flow and pulsatility index (pi) was only noticed in a routine clinic visit. Her international normalized ration (inr) was 1.6 and coumadin was increased to keep her inr closer to 3. The echocardiogram (echo) did not reveal signs of thrombus. However, it did indicate a mildly dilated left ventricle (lv), severe global hypokinesis of the lv with an ejection fraction of approximately 20%, normal filing and pulmonary artery (pa) pressures, and mild mitral regurgitation. The inflow cannula shows well positioned in lv apex with no obstruction-clear of septum, and aortic cannula is well visualized-no obstruction.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of elevated power and flow can be confirmed based on the evaluation of the submitted log file; however, specific causes for the events could not be conclusively determined. It was also reported that the patient did not have any signs or symptoms of thrombus. A correlation between the device and the reported event could not be conclusively determined through this evaluation as the patient remains ongoing on pump support and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information from the hospital personnel notes that the patient continue to do well and the hospital continues to closely monitor the patient's condition. No further issues have been reported after the event.